Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. No pt injury was reported.

Event description:
The customer reported that during a hip case the image slowly washed out into something that looked like a subtracted image. When the operator tried to reboot the system, it would not boot. No pt injury was reported.